Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v866984, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had a normal elective replacement indicator (eri) and was at end-of-service (eos). When an impedance check was run at the healthcare professional's (hcp) office and all measurements were over 4000 ohms. It was noted that the patient had great relief with the therapy with no break in therapeutic relief. The patient was scheduled for device replacement on (B)(6) 2013. If additional information is received, a follow up report will be sent.